Event description:
Customer reported that the insulin pump was on suspend and she received a button error alarm. Blood glucose value is 239 mg/dl. Customer stated she was sweating while gardening and pump was wearing it inside her clothing. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No suspending function anomaly was noted. No moisture damage was found on the electronics, motor, vibrator or battery tube assembly during the visual inspection. The buttons responded properly. However, corrosion was found on the keypad traces. No button error alarms were noted during testing. The insulin pump had a cracked case at the display window corners, minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a cracked belt clip slot.